Event description:
It was reported that the patient underwent an initial reverse total shoulder arthroplasty on (B)(6) 2012. Subsequently, patient was revised on (B)(6) 2013 due to unknown reasons. The stem, tray, and bearing were replaced. Patient was revised again on (B)(6) 2015 due to glenoid fracture. The tray, bearing, baseplate, and glenoid were replaced. It is unknown what caused the fracture.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. This report is number 1 of 2 mdrs filed for the same patient (reference 1825034-2015-02519 & 02520).